Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The customer's parent ignored the occlusion alarm and re-delivered the full bolus amount to the customer resulting in a low blood glucose (bg) level. Bg values were not provided. Glucose jelly beans were consumed to address bg. The customer's parent received additional training regarding occlusion alarms.